Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident and current blood glucose level was 300 and 319 mg/dl. Customer was not experiencing symptoms related to low blood glucose level. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer received calibration not accepted and change sensor alert. The device will not be returned for analysis.